Event description:
It was reported that the patient presented in clinic for follow-up. Upon interrogation, it was noted that the patient's left ventricular (lv) lead exhibited failure to capture. A chest x-ray was performed and revealed that the lv lead had become dislodged. The lv lead was explanted and replaced. Patient was stable.